Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to any of olympus locations. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Olympus medical systems corp. (Omsc) presumed that the latch and pins of the video connector receiver have worn out due to repeated use for a long period of time, because 7 years or more have passed since the delivery of the device. This caused the video connector connection to become loose and unstable, then it failed image transmission.

Manufacturer narrative:
The service department of olympus checked the subject device and found that the image problems occurred due to contact problems on the socket. It was also found that the customer could still work with the image. The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during an unspecified timing, image display was intermittent and the socket needed to be changed. There was no report of patient injury associated with the event.